Manufacturer narrative:
Evaluation of the returned device confirmed the reported issue; the unit's master knob is slipping on the shaft and the unit cannot be shut off and the inhalation and exhalation time is out of specification. The unit being stuck in the on position is due to the customer attempting to correct the unit not turning on and not being able to secure the master knob set screws. The inhalation and exhalation time is due to the multi flow relay degrading over time. A device history record (DHR) review was conducted. The DHR found the ventilator 500a (3000) serial number (B)(4) was manufactured on 04/10/1987. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue.

Event description:
It was reported that when biomed was testing the unit they found that they couldn't turn the vent on, and when he checked the knob, it seemed loose, so he took it off to tighten the set screw, but now he can't get the vent to turn off. Problem occurred during regularly scheduled testing and no patient involvement or injury occurred.